Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to section describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded high out of range shock impedance, measuring greater than 145 ohms in the right ventricular (rv) channel. Boston scientific technical services consultant provided troubleshooting advice. The patient was seen in-clinic and arm maneuvers were performed and showed no significant abnormalities. The plan is to perform a low output command shock sometime in the future. No adverse patient effects were reported. This crt-d and rv lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded high out of range shock impedance, measuring greater than 145 ohms in the right ventricular (rv) channel. Boston scientific technical services consultant provided troubleshooting advice. The patient was seen in-clinic and arm maneuvers were performed and showed no significant abnormalities. The plan is to perform a low output command shock sometime in the future. No adverse patient effects were reported. This crt-d and rv lead remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded high out of range shock impedance, measuring greater than 145 ohms in the right ventricular (rv) channel. Boston scientific technical services (ts) consultant provided troubleshooting advice. The patient was seen in-clinic and arm maneuvers were performed and showed no significant abnormalities. Defibrillation threshold testing (dft) was subsequently performed in 2022, which revealed an elevated, but still in-range shock impedance of 113 ohms. Recently, the patient received six inappropriate shocks for rapid atrial fibrillation. Following the shocks, a code 1005, indicative of an open circuit condition, was declared. Ts was contacted again, and it was confirmed that the impedance of these delivered shocks was out-of-range (>145 ohms), which led to the code 1005 declaration, it was recommended to perform a thorough system integrity evaluation via provocative manipulations, isometrics, diagnostic imaging, and commanded shock testing. However, ts stated that the rv lead was likely impaired, and a potential lead replacement procedure was also suggested. The physician indicated that a revision procedure is anticipated to resolve the event, but this has not yet occurred. At this time, the crt-d and rv lead remain implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded high out of range shock impedance, measuring greater than 145 ohms in the right ventricular (rv) channel. Boston scientific technical services (ts) consultant provided troubleshooting advice. The patient was seen in-clinic and arm maneuvers were performed and showed no significant abnormalities. Defibrillation threshold testing (dft) was subsequently performed in 2022, which revealed an elevated, but still in-range shock impedance of 113 ohms. Recently, the patient received six inappropriate shocks for rapid atrial fibrillation. Following the shocks, a code 1005, indicative of an open circuit condition, was declared. Ts was contacted again, and it was confirmed that the impedance of these delivered shocks was out-of-range (>145 ohms), which led to the code 1005 declaration, it was recommended to perform a thorough system integrity evaluation via provocative manipulations, isometrics, diagnostic imaging, and commanded shock testing. However, ts stated that the rv lead was likely impaired, and a potential lead replacement procedure was also suggested. The patient was seen in-clinic, where provocative maneuvers consistently showed an impedance greater than 130 ohms. X-ray images were also taken and provided to ts for review. Although no obvious defect could be seen in the images and the system location appeared stable, ts still recommended lead revision during the upcoming device replacement procedure. At this time, the crt-d and rv lead remain implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded high out of range shock impedance, measuring greater than 145 ohms in the right ventricular (rv) channel. Boston scientific technical services (ts) consultant provided troubleshooting advice. The patient was seen in-clinic and arm maneuvers were performed and showed no significant abnormalities. Defibrillation threshold testing (dft) was subsequently performed in 2022, which revealed an elevated, but still in-range shock impedance of 113 ohms. Recently, the patient received six inappropriate shocks for rapid atrial fibrillation. Following the shocks, a code 1005, indicative of an open circuit condition, was declared. Ts was contacted again, and it was confirmed that the impedance of these delivered shocks was out-of-range (>145 ohms), which led to the code 1005 declaration, it was recommended to perform a thorough system integrity evaluation via provocative manipulations, isometrics, diagnostic imaging, and commanded shock testing. However, ts stated that the rv lead was likely impaired, and a potential lead replacement procedure was also suggested. The patient was seen in-clinic, where provocative maneuvers consistently showed an impedance greater than 130 ohms. X-ray images were also taken and provided to ts for review. Although no obvious defect could be seen in the images and the system location appeared stable, ts still recommended lead revision during the upcoming device replacement procedure. New information was provided that the physician surgically explanted the device and capped/abandoned the rv lead. A new device and lead were subsequently implanted to resolve the event. No additional adverse patient effects were reported. The device was discarded and will not be returned for evaluation, while the previous rv lead remains implanted, but capped and out-of-service.